Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise present on the right ventricular (rv) lead. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead distal electrode was covered in blood. The lead insulation overlay tubing melted and had environmental stress cracking (esc.) The lead outer insulation had cosmetic depression and the lead had apparent explant damage.